Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a proglide device after a coronary diagnostic procedure. Reportedly, the suture was deployed successfully using a 6fr sheath and the foot was parked; resistance was felt during removal of the proglide device from the anatomy. The "nick and spread" incision was widened to remove the proglide device. After removal it was found that the foot remained opened. Hemostasis had been achieved with the proglide suture. Adjunctive compression was used addressing tissue tract (non-arterial) seeping for a couple of minutes. The use of adjunctive compression (manual compression) is a routine physician practice for every arteriotomy procedure when using a vessel closure device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of occurrence (reported as having occurred a couple of days ago).

Manufacturer narrative:
(B)(4). Analysis of the returned device did not confirm the report of the foot remained opened. The analysis revealed that the foot was properly parked inside the needle guide. The device was deployed successfully and performed according to specifications. Based on the investigation of the device, there was no manufacturing or quality deficiency detected that could have contributed to the reported issue. A review of the lot history record for the reported lot revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database did not reveal any indication of a lot specific product quality deficiency. There does not appear to be any indication of product quality deficiency.